Manufacturer narrative:
The customer reported there are crimps in the tubing, and returned photos of the issue, of material 2426-0007, lot 25033307. Upon initial visual examination, the set confirmed the failure of tubing defective - kinked. The kinked tubing was reported to be unable to be massaged out, and remained a problem even after personnel tried to fix. The manufacturing plant found the root cause for the tubing kink to be related to the method of positioning the set during assembly by personnel. The mitigate the issue, the plant will standardize the handling technique of the tubing, and a quality alert was issued wo notify the personnel of the update. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing has this crimp right off the drip chamber. In stretching the line, it won't resolve and stays pinched and is affecting medication delivery. Manipulating the tubing by squeezing at the crimped area to try and release the tube just causes it to snap back into the crimped position.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.